Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that a patient advocate called boston scientific technical services (ts) to report that this cardiac resynchronization therapy pacemaker (crt-p) had been explanted due to unknown reasons. The caller noted that the replacement may have been due to normal battery depletion, as advised by the explanting physician, however the caller was not certain as to the reason. It was replaced with a non-boston scientific device. No boston scientific representative was present and further information from the field was unavailable. No additional adverse patient effects were reported.